Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding ") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (essure coils removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device: distal end of fallopian tube"), pelvic pain ("pelvic pain / pain"), genital haemorrhage ("heavy abnormal bleeding") and autoimmune anaemia ("auto-anemia") in an adult female patient who had essure (batch no. 50717071) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test." The patient's previously administered products included for an unreported indication: depo-provera from (B)(6) 2013, tri sprintech from 2001 to 2005 and lexapro. Concurrent conditions included anxiety. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain (seriousness criteria medically significant and intervention required), autoimmune anaemia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dry eye ("dry eyes"), vision blurred ("blurred vision"), fatigue ("fatigue"), alopecia ("hair loss"), dizziness ("dizziness") and rash ("rashes or skin condition type: "). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and amnesia ("memory loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, unilateral oopherectomy) and surgery (essure coils removal). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, autoimmune anaemia, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, amnesia, dry eye, vision blurred, fatigue, alopecia, dizziness and rash outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, amnesia, autoimmune anaemia, device dislocation, dizziness, dry eye, fatigue, genital haemorrhage, menorrhagia, pelvic pain, rash, vaginal haemorrhage, vision blurred and vulvovaginal pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, reporter added, lot number added, event added as:- abnormal bleeding (vaginal, menorrhagia), autoimmune disorder type of disorder: auto-anemia, malposition of essure device location of device: distal end of fallopian tube, rashes, tubes), memory loss, pain, dry eyes and blurred vision, fatigue, hair loss, abdominal pain, did not undergo an essure confirmation test. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.